Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a sigma spectrum device over infused cordarone to a patient. A patient with recent triple vessel disease had open heart surgery and began to have atrial fibrillation. The patient was started on cordarone drip on the following day. The customer reported that the drip calculations (rate and dose) were correct. It was stated that it appears that the medication infused quickly resulting in the patient becoming hypotensive and hypoxic and went into respiratory distress requiring ventilator support intervention and that there was a possible infusion pump failure. The patient's condition deteriorated and the patient expired two days after the cordarone drip was started.

Manufacturer narrative:
(B)(4). The following information is from an investigation performed by a third party ((B)(6)) and provided to baxter by the customer. The additional information regarding the allegation was provided by (B)(6). The spectrum pump involved in the allegation was tested using a dni model 404a infusion pump tester to measure flow accuracy at the rate claimed in the allegation as well as other additional flow settings. All test results were determined to be within specification (+/- 5% accuracy). The pump's flow accuracy was also verified with 300 mm hg pressurization of the solution bag using a pressure infuser. The pump was set to operate for an extended period of time at the rate claimed in the allegation (16.7 ml/hr) and the device was found to have delivered accurately at this rate. The pump was then tested for air-in-line, upstream occlusion, downstream occlusion, kvo/end of infusion, door open, and pump inactivity. For each event tested, the pump provided an audible alarm and displayed appropriately in each instance. The customer reported that the expected infusion volume was only slightly over 500 ml, (B)(6) cannot explain why there were three 500 ml bags documented as having been used. The customer cannot estimate the amount of over delivery of amiodarone to the patient, or if it actually occurred. (B)(6) has reviewed the applicable patient records which did not reflect symptoms consistent with amiodarone toxicity. (B)(6) also stated "if the patient was exposed to an over delivery of amiodarone, operator miss programming of the pump was not responsible because its programming was consistent with the prescribed dose regimen. The event log indicates that selection of drug, dose, concentration, and volume to be infused were entered according to clinician orders." Additionally, the event description was updated to accurately capture the time frame and sequence of the events.

Event description:
It was reported that a sigma spectrum device over infused cardarone to a patient. A patient with recent triple vessel disease had open heart surgery on (B)(6) 2016 and began to have atrial fibrillation. The patient was started on cordarone drip on (B)(6) 2015. The customer reported that the drip calculations (rate and dose) were correct. It was stated that it appears that the medication infused quickly resulting in the patient becoming hypotensive and hypoxic and went into respiratory distress requiring ventilator support intervention and that there was a possible infusion pump failure. The patient's condition deteriorated and the patient expired two days after the codarone drip was started.